Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "17 months after being implanted, one of the breast expanders ruptured".

Event description:
Patient reported via regulatory agency for unknown side "17 months after being implanted, one of the breast expanders ruptured". The tissue expander remained implanted for more than 6 months. The status of the device is unknown.

Event description:
Physician reported right side "deflated tissue expander". The device has been replaced.